Event description:
It was reported that upon completion of a procedure utilizing a pulsavac plus, a scrub technician attempted to remove the batteries from the unit for disposal. It was reported that the battery case was hot. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The complete device was not returned to the MFR for eval. However, the battery case was returned. Visual inspection of the batteries revealed corrosion and leakage of internal battery components. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.